Event description:
The hcp reported that the patient was a quadriplegic and was only getting lower extremity spasticity relief. Based on the patient's request, the catheter was moved to the mid-thoracic area in hopes of giving more trunkal spasticity relief. The patient's dose was reduced to about 1200mcg/day from 1400mcg/day. Then after about 12 hours, the patient became somnolent and wasn't responding to questions. An overdose was suspected. The pump was then programmed to the minimum rate infusion mode, so the patient was getting 12mcg/day. It was reported that they were following the baclofen overdose procedure and the patient was starting to come around and become responsive. The patient was admitted to the hospital and was reported to be doing "fair". The pump was used to deliver baclofen and marcaine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.